Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had a cubie with a broken lock. A field service engineer ejected the problem cubie and instructed the customer to unload the medications, relocate them, and then reload them into cubie once reserve cubies were located. The field service engineer also instructed customer to obtain new cubies including single, double and triple wide cubies as backups to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height cubie drawer 5 was not closing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.